Manufacturer narrative:
The device history records for the component lots were reviewed. Unrelated processing abnormalities were found during the review. The associated lots (2) were released based on MFR's acceptance criteria. The root cause is unk at this time. A sample has been rec'd in house. Eval is in progress. (B)(4).

Event description:
A surgeon reported poor cutting occurred during surgery. Add'l info reveals that the surgery was completed after replacing the product. No harm or impact to the pt has been reported.